Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Customer reloaded the same cartridge to resolve the alarm. There was no reported adverse impact to customer's blood glucose level.